Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the pump battery dropped from 85% to 25% within 8 hours. In addition, the pump unexpectedly shut off. It was confirmed the customer was able to reload a cartridge onto the pump and resume insulin delivery. The customer also stated they experienced an elevated blood glucose (bg) level throughout that day of over 400 (mg/dl). System check with tandem technical support indicated the pump was performing as intended. Reportedly, the customer's blood glucose level had come down below 200 (mg/dl) at the time of troubleshooting. Reportedly the customer will continue to use the pump until the replacement pump is received. In addition, the time was noted to be incorrect on the pump. Contact stated there was no impact to the customer's bg level due to the time issue. Tandem technical support assisted the customer in correcting the time on the pump.